Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 248 mg/dl. Reportedly, the customer was not sure of the cause of the impacted bg level. The customer delivered a correction bolus to stabilize bg level.